Event description:
Customer reported via phone call that there is a blank display. The blood glucose reading is 139 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and for blank display anomalies, no anomalies were noted. The insulin pump powered up properly after battery installation. The insulin pump as received with operating currents within specification. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners and battery tube threads.